Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc was not run after the event, prior to recalibration. Qc after recalibration is within range. A field service engineer (fse) was dispatched and evaluated the instrument on (B)(4) 2010. Per the fse, the performance of the instrument passed specifications. Customer will continue to operate this instrument. The fse is returning to investigate the root cause on this instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false low sodium (na) and calcium (calc) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. Erroneous results were reported out of the laboratory; however after recalibration results were repeated, producing higher results, amended reports were issued. The customer did not supply any examples from this instrument, but stated that the na results were in the 120s (mmol/l), and the calc results were in the 7s (mmol/l) the lab has not had any reports of patient impact due to the low results reported.